Event description:
Follow-up showed that the physician was trained on the new tablet that was delivered. It was clarified that the devices were locked up on various screens per the physician.

Event description:
The hand held and software was received for analysis on (B)(4) 2015. Product analysis for the hand held was completed and approved on (B)(4) 2015. An analysis was performed on the returned handheld no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis for the 250-8.1 software was completed and approved on (B)(4) 2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on 04/10/2015 that the physician has a broken handheld. It was stated that the hand held devices is freezing intermittently. The hand held would work on and off. The physician would like it replaced. The hand held has not been received to date.

Manufacturer narrative:
Manufacturing device history records were reviewed. Review of the handheld device history records confirmed all quality specifications were passed prior to distribution.